Event description:
On (B)(6) 2022 the customer reported that in (B)(6) 2021, an erroneous reproducible elevated psa (access psa, part number 37200 and lot number 124696) was generated on the customer's dxi (unicel dxi 600 access immunoassay analyzer, part number a30260 and serial number (B)(4)). The erroneous elevated result of 94.18 ng/ml was reported out of the laboratory. There was a report of change to patient treatment or management in connection with this event. The patient underwent a prostate biopsy in (B)(6) 2021. The customer was unable to provide exact dates for test results or prostate biopsy procedure. There was no report of additional change to patient treatment or management which occurred in connection with this event. No hardware errors or issues with other assays were reported in conjunction with this event. No quality control issues were reported in connection with the event. No other patient results were called into question. Sample collection and handling information such as sample type, volume drawn, centrifugation time and speed, and other information was not provided by the customer.

Manufacturer narrative:
The full patient identifier is (B)(6). The customer did not provide patient demographics such patient date of birth, weight, ethnicity or race. The beckman psa reagent was not returned for evaluation. The available information does not reasonably suggest that the system has malfunctioned. No hardware errors, flags or other assay issues were reported. The patient's sample was tested by the complaint handling unit. The testing did not confirm that a patient source interferent was the cause of the elevated result. In conclusion, the cause of this event cannot be determined with the available information.